Event description:
During a colonoscopy procedure, the physician used two cook endoscopy tri-clip endoscopic clipping devices to clip a 1.5cm tear in the patient's rectum. The colonoscope was described to be in a slightly curved position. The clipping devices were advanced through the colonoscope to the site to be clipped. Difficulty was experienced advancing the spools forward in attempt to close the clips onto the tissue site. At this time, the partially closed clips detached in the patient in the patient and were retrieved with a snare. Post procedure, the patient's condition was reported as fair.